Event description:
A dxc 600 instrument generated false low bun (blood urea nitrogen), cr-s (creatinine), tbil (total bilirubin), alp (alkaline phosphatase), tp (total protein), alb (albumin) and/or mg (magnesium) results for 2 patient samples. Results were reported out of the lab. When the issue was noticed, samples were repeated on another dxc instrument in the lab and reports were amended. Qc prior to the event was within lab-established ranges. Qc for all analytes after the event was out of range low.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the "cc" sample probe tip was damaged, causing poor sample pickup and delivery. To resolve the issue, the fse removed and replaced the cc sample probe (389375) and performed all top end alignments. (B)(4).